Event description:
Reported 1 suspected false negative sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that a positive pcr result was received prior testing on sofia. No other confirmatory testing completed.

Manufacturer narrative:
Investigation summary: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains; unable to determine. Source: phone.